Event description:
User facility reported that the custom tracheostomy tube was compressing when the child moved in certain directions causing airway obstruction. The staff removed product and re-intubated pt. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.